Event description:
Hcp reports pt has been having trouble over the past year controlling their pain due to disease progression. Pump and catheter were ruled to be functioning 6 months ago. Hcp reports pt was admitted for intractable pain. Physician reports that the refill 8 days later was inaccurate. The estimated reservoir volume was 1.6 ml and the actual reservoir volume was 16.5 ml. The fluid was pink/red tinged. Hcp reports that he had negative pressure so he is positive he was in the reservoir. He was able to refill full 18 and the pump drew in 1.5 cc on its own. The physician kept a sample of the fluid he aspirated and is considering testing it. The pt did not have an acute withdrawal episode. A roller study was done 5 days later which was confirmed by physician and radiologist that the roller did not move. The hcp then put dye in the pump; it did not leave the reservoir. The x-rays were sent to the MFR's technical service department which verified there was a rotor stall. A follow up report will be sent when additional info is available.